Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
The customer reported that the hub of the ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter previously placed as a chest tube in the right pleural space on (B)(6) 2018, separated from the catheter portion of the device. As a result, the catheter had to be replaced. The patient was currently intubated in the intensive care unit (ICU), and the cause of the disconnection of the device was not known. The complaint product is not available for return and evaluation.

Manufacturer narrative:
After further review of the record, it was determined that it should be noted that per the customer, the device was in place 2-3 days prior to the event. Investigation - evaluation: a review of the device history record, manufacturing instructions, quality control, and specifications of the device was conducted during the investigation. Clinical assessment: without visual, dimensional, and/or functional testing of the product, we are unable to rule out if this event was related to a manufacturing issue. At this time, clinical assessment cannot eliminate any possible causes for the separated hub such as product handling, patient behavior, patient environment, patient mobility, other device compatibility, device maintenance, device failure, or manufacturing related causes. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. A review of the device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, no product returned and the results of our investigation, the possible root cause is manufacturer related. The appropriate personnel have been notified and cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.